Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of abdominal pain lower ("pain/cramping"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general) had bleeding and spotting/after my device was put in I did not have any bleeding at first then one day I started bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed with essure insertion". The patient's past medical history included back pain (not recovered prior to essure), neurological disorder nos, vaginal discharge, multigravida and parity 3. Concurrent conditions included menometrorrhagia, stress urinary incontinence, dyspareunia and dysmenorrhea. Concomitant products included anaesthetics (anesthesia), bupropion (wellbutrin), calcium carbonate (tums [calcium carbonate]), citalopram hydrobromide (celexa), clonazepam (klonopin), colecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril), tocopherol (vitamin e), vicodin (norco) and vitamin b. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced mood altered ("hormonal changes describe: moody anxiety"), back pain ("neurological conditions or problems type: chronic back pain numbness in legs and feet/back problems getting worse"), vaginal discharge ("vaginal discharge "), weight increased ("weight gain I have tried to loose weight and eat better but I just keep gaining"), feeling abnormal ("hormonal changes describe: I felt normal before the essure") and the first episode of abdominal pain lower ("cramping"). In 2013, the patient experienced fatigue ("fatigue/tired/always tired just want to sleep I get up to work then come home and want to sleep"). On an unknown date, the patient experienced the second episode of abdominal pain lower (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles"), anxiety ("anxiety/hormonal changes describe: moody anxiety"), headache ("headaches/migraines / headaches"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood swings ("psychological or psychiatric problems condition: tired, mood swings, depression"), depression ("psychological or psychiatric problems condition: mood swings, depression"), migraine ("migraines / headaches started having very bad migraine"), hypoaesthesia ("neurological conditions or problems type: chronic back pain numbness in legs and feet"), pelvic pain ("pelvic pain"), visual impairment ("vision/eye problems type: seems that my vision has gotten worse") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with red blood cells, concentrated (packed red blood cells), surgery (hysterectomy (partial), salpingectomy bilateral, total abdominal hysterectomy), surgery (hysterectomy (partial), salpingectomy bilateral, total abdominal hysterectomy) and alternative therapy (put eye glasses). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of abdominal pain lower, device breakage, menstruation irregular, anxiety, mood altered, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, depression, migraine, back pain, hypoaesthesia, pelvic pain, vaginal discharge, visual impairment, fatigue and feeling abnormal outcome was unknown, the headache and sleep apnoea syndrome was resolving and the weight increased had resolved. The reporter considered anxiety, back pain, depression, device breakage, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstruation irregular, migraine, mood altered, mood swings, pelvic pain, sleep apnoea syndrome, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. On (B)(6) 2013, patient performed hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: sleep apnea, pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received. Events per pfs: moody, anxiety, headaches, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia) mood swings, depression, migraines / headaches, chronic back pain, numbness in legs and feet, pain, vaginal discharge, seems that my vision has gotten worse, fatigue, weight gain were added, outcome of the events were updated. Patient's medical history was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), the second episode of abdominal pain lower ("pain/cramping"), genital haemorrhage ("abnormal bleeding (general) had bleeding and spotting/after my device was put in I did not have any bleeding at first then one day I started bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 41-year-old female patient who had essure (batch no. A20067) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed with essure insertion". The patient's past medical history included back pain (not recovered prior to essure), neurological disorder nos, vaginal discharge, multigravida, parity 3, gestational diabetes in 2009 and methicillin-resistant staphylococcus aureus cellulitis. Previously administered products included for an unreported indication: depo-provera until (B)(6) 2012. Concurrent conditions included menometrorrhagia, stress urinary incontinence, dyspareunia, dysmenorrhea, hypoglycemia and obsession. Concomitant products included norethisterone (mini-pill) for contraception as well as anaesthetics (anesthesia), bupropion (wellbutrin), calcium carbonate (tums [calcium carbonate]), citalopram hydrobromide (celexa), clonazepam (klonopin), cholecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril), tocopherol (vitamin e), vicodin (norco) and vitamin b. In 2012, the patient experienced the first episode of anxiety ("anxiety/hormonal changes describe: moody anxiety"), the second episode of anxiety ("hormonal changes describe: moody anxiety"), back pain ("neurological conditions or problems type: chronic back pain numbness in legs and feet/back problems getting worse"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain I have tried to loose weight and eat better but I just keep gaining"), feeling abnormal ("hormonal changes describe: I felt normal before the essure"), the first episode of abdominal pain lower ("cramping") and depressed mood ("psychological or psychiatric problems condition: tired moody depressed"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced fatigue ("fatigue/tired/always tired just want to sleep I get up to work then come home and want to sleep"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), headache ("headaches/migraines / headaches"), mood swings ("psychological or psychiatric problems condition: tired, mood swings, depression"), depression ("psychological or psychiatric problems condition: mood swings, depression"), migraine ("migraines / headaches started having very bad migraine"), hypoaesthesia ("neurological conditions or problems type: chronic back pain numbness in legs and feet"), pelvic pain ("pelvic pain"), visual impairment ("vision/eye problems type: seems that my vision has gotten worse, having to get eye glasses"), sleep apnoea syndrome ("sleep apnea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with red blood cells, concentrated (packed red blood cells), surgery (hysterectomy (partial), salpingectomy bilateral, total abdominal hysterectomy), surgery (hysterectomy (partial), salpingectomy bilateral, total abdominal hysterectomy), surgery (ablation) and alternative therapy (put eye glasses). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, the last episode of abdominal pain lower, genital haemorrhage, menstruation irregular, the last episode of anxiety, mood swings, depression, back pain, hypoaesthesia, vaginal discharge, visual impairment, fatigue, feeling abnormal, dysmenorrhoea, dyspareunia and depressed mood outcome was unknown, the menorrhagia, vaginal haemorrhage, pelvic pain and weight increased had resolved and the headache, migraine and sleep apnoea syndrome was resolving. The reporter considered back pain, depressed mood, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, sleep apnoea syndrome, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of abdominal pain lower, the first episode of anxiety, the second episode of abdominal pain lower and the second episode of anxiety to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013, patient performed hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: sleep apnea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Lot number were added. Events added from pfs-. Dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tired moody depressed. Ablation surgery was updated in the event menorrhagia. Historical drug, concomitant disease, reporter information, lab data were added. & events onset date, events outcome were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), the second episode of abdominal pain lower ("pain/cramping") and genital haemorrhage ("abnormal bleeding (general) had bleeding and spotting/after my device was put in I did not have any bleeding at first then one day I started bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed with essure insertion". The patient's past medical history included back pain (not recovered prior to essure), neurological disorder nos, vaginal discharge, multigravida and parity 3. Concurrent conditions included menometrorrhagia, stress urinary incontinence, dyspareunia and dysmenorrhea. Concomitant products included anaesthetics (anesthesia), bupropion (wellbutrin), calcium carbonate (tums [calcium carbonate]), citalopram hydrobromide (celexa), clonazepam (klonopin), colecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril), tocopherol (vitamin e), vicodin (norco) and vitamin b. In 2012, the patient experienced the first episode of anxiety ("hormonal changes describe: moody anxiety"), back pain ("neurological conditions or problems type: chronic back pain numbness in legs and feet/back problems getting worse"), vaginal discharge ("vaginal discharge "), weight increased ("weight gain I have tried to loose weight and eat better but I just keep gaining"), feeling abnormal ("hormonal changes describe: I felt normal before the essure") and the first episode of abdominal pain lower ("cramping"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue/tired/always tired just want to sleep I get up to work then come home and want to sleep"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), the second episode of anxiety ("anxiety/hormonal changes describe: moody anxiety"), headache ("headaches/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood swings ("psychological or psychiatric problems condition: tired, mood swings, depression"), depression ("psychological or psychiatric problems condition: mood swings, depression"), migraine ("migraines / headaches started having very bad migraine"), hypoaesthesia ("neurological conditions or problems type: chronic back pain numbness in legs and feet"), pelvic pain ("pelvic pain"), visual impairment ("vision/eye problems type: seems that my vision has gotten worse") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with red blood cells, concentrated (packed red blood cells), surgery (hysterectomy (partial), salpingectomy bilateral, total abdominal hysterectomy), surgery (hysterectomy (partial), salpingectomy bilateral, total abdominal hysterectomy) and alternative therapy (put eye glasses). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, the last episode of abdominal pain lower, genital haemorrhage, menstruation irregular, the last episode of anxiety, vaginal haemorrhage, menorrhagia, mood swings, depression, migraine, back pain, hypoaesthesia, pelvic pain, vaginal discharge, visual impairment, fatigue and feeling abnormal outcome was unknown, the headache and sleep apnoea syndrome was resolving and the weight increased had resolved. The reporter considered back pain, depression, device breakage, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, sleep apnoea syndrome, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of abdominal pain lower, the first episode of anxiety, the second episode of abdominal pain lower and the second episode of anxiety to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. On (B)(6) 2013, patient performed hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: sleep apnea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), the second episode of abdominal pain lower ("pain/cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding (general) had bleeding and spotting/after my device was put in I did not have any bleeding at first then one day I started bleeding") in a 41-year-old female patient who had essure (batch no: a20067-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed with essure insertion". The patient's past medical history included back pain (not recovered prior to essure), neurological disorder nos, vaginal discharge, multigravida, parity 3, gestational diabetes in 2009 and methicillin-resistant staphylococcus aureus cellulitis. Previously administered products included for an unreported indication: depo-provera until on (B)(6)2012. Concurrent conditions included menometrorrhagia, stress urinary incontinence, dyspareunia, dysmenorrhea, hypoglycemia and obsessive-compulsive disorder. Concomitant products included norethisterone (mini-pill) for contraception as well as anaesthetics (anesthesia), bupropion (wellbutrin), calcium carbonate (tums [calcium carbonate]), citalopram hydrobromide (celexa), clonazepam (klonopin), "cholecalciferol" (vitamin d), cyclobenzaprine hydrochloride (flexeril), tocopherol (vitamin e), vicodin (norco) and vitamin b. In 2012, the patient experienced the first episode of anxiety ("anxiety/hormonal changes describe: moody anxiety"), the second episode of anxiety ("hormonal changes describe: moody anxiety"), back pain ("neurological conditions or problems type: chronic back pain numbness in legs and feet/back problems getting worse"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain I have tried to loose weight and eat better but I just keep gaining"), feeling abnormal ("hormonal changes describe: I felt normal before the essure"), the first episode of abdominal pain lower ("cramping") and depressed mood ("psychological or psychiatric problems condition: tired moody depressed"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced fatigue ("fatigue/tired/always tired just want to sleep I get up to work then come home and want to sleep"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), headache ("headaches/migraines / headaches"), mood swings ("psychological or psychiatric problems condition: tired, mood swings, depression"), depression ("psychological or psychiatric problems condition: mood swings, depression"), migraine ("migraines / headaches started having very bad migraine"), hypoaesthesia ("neurological conditions or problems type: chronic back pain numbness in legs and feet"), pelvic pain ("pelvic pain"), visual impairment ("vision/eye problems type: seems that my vision has gotten worse, having to get eye glasses"), sleep apnoea syndrome ("sleep apnea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with red blood cells, concentrated (packed red blood cells), surgery (hysterectomy (partial), salpingectomy bilateral, total abdominal hysterectomy), surgery (hysterectomy (partial), salpingectomy bilateral, total abdominal hysterectomy), surgery (ablation) and alternative therapy (put eye glasses). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, the last episode of abdominal pain lower, genital haemorrhage, menstruation irregular, the last episode of anxiety, mood swings, depression, back pain, hypoaesthesia, vaginal discharge, visual impairment, fatigue, feeling abnormal, dysmenorrhoea, dyspareunia and depressed mood outcome was unknown, the menorrhagia, vaginal haemorrhage, pelvic pain and weight increased had resolved and the headache, migraine and sleep apnoea syndrome was resolving. The reporter considered back pain, depressed mood, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, sleep apnoea syndrome, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of abdominal pain lower, the first episode of anxiety, the second episode of abdominal pain lower and the second episode of anxiety to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013, patient performed hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: sleep apnea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menstruation irregular and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety and menstruation irregular to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.